Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell (wbc) bath of the coulter ac.t diff analyzer was overflowing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the wbc bath overflowed. The fse found a blockage in the tubing going through pinch valve (lv) 14. The fse bleached and cleared the obstruction. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).